Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 236 mg/dl. The customer visited the emergency room to treat high blood glucose and was treated with manual injections. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The customer also reported a blank display on the insulin pump. Troubleshooting was performed and found that the battery compartment and spring were corroded and damaged. The customer discontinues the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w 4.11c. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high blood glucose, blank/black display anomaly, battery cap anomaly and battery installation/removal anomaly on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. No damage noted on the original battery cap. No anomaly noted when installing/removing a test battery aqnd using the original battery cap into the battery compartment. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The pump powered up properly after the test battery was installed. The pump was monitored for 3 days. No blank/black display anomaly noted. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error detected alarm low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error detected alarm, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted on the event date december 01, 2022in the pump trace download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high blood glucose. Blank/black display anomaly not confirmed. Battery cap anomaly not confirmed. Battery installation/removal anomaly not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.